Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, flat crease, deformation, and no observed openings in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings observed in the device. Reason for reoperation is capsular contracture baker grade unknown and rupture. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional left side "intense pain,¿ ¿suspicion of rupture,¿ ¿thick liquid between the external capsule," and capsular contracture, baker grade unknown. The device was explanted.